Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: upon power up the 8100, the unit would go through the display test but not obtain a channel ID. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: let the biomed know that the 8100 is not obtaining a channel ID after display test. The cause could be the logic board or motor control board. Recommend to send in for a level 1 flat rate repair versus buying one of the boards. Provided cost for a level 1 repair and gave the number to com to call for a RMA repair. Biomed will get a po number and call for a RMA.